Event description:
Tooth on upper left side was chipped [tooth fracture], may have swallowed tooth chip [foreign body], brushed teeth with oral-b pulsar for 5 minutes at a time [device misuse]. Case description: an elderly female customer reported, via a senior claims administrator for a store that she used on oral-b on (B)(6) 2013 and it damaged her tooth. No further information was provided. On (B)(6) 2013 consumer relations follow-up email with store claims administrator: the claims administrator reported that the store member was using the oral-b pulsar battery toothbrush. No further information was provided. On (B)(6) 2013 consumer relations follow-up phone call to consumer: the consumer reported that she started using the toothbrush in early (B)(6) 2013; it was her first time using a vibrating toothbrush and everything was fine for the first week or two; she was brushing 1-2 times daily, for about 5 minutes after lunch and every evening. The last time she used it, she heard a noise and a click, what sounded like metal on her tooth, when brushing the upper left and moving the toothbrush to brush her upper right teeth; it seemed like she swallowed something but couldn't imagine that there was anything to swallow, as she has no fillings. Later that evening she felt something on her tooth, felt like something was missing, and then that her tooth felt chipped. The tooth seems to be damaged, broken in a way that feels half shaved off, but does not hurt at all; it is in an awkward spot and she can't see it: it is the tooth in the last position on the upper left side (next to where a tooth that was extracted last year). Treatment: none. The case outcome was not recovered/not resolved. The consumer had discontinued use of the toothbrush. She mentioned that she was worried about her tooth, that it will need a cap or crown. She mentioned that she doesn't' recall noticing anything unusual about the toothbrush. Past medical history included: allergy - a change in climate after an interstate move, dust, and mold, drug allergy - prednisone, medical history - gets shots for allergies, has glaucoma, chronic bronchitis, a couple of dental implants on the bottom, had one of her upper left teeth extracted last year, and wears glasses. Concomitant medications included: shots for allergies. No further information was provided.

Manufacturer narrative:
No lot number provided by reporter; in process of requesting product from consumer for product investigation.